Manufacturer narrative:
Olympus has conducted an investigation of this complaint. The investigation confirmed the user's claim of an overwritten pt procedure note. Olympus' investigation revealed that under certain unique and rare conditions, the procedure notes dictated for a pt with the chartnote module could be over-written by the procedure note of another pt when the procedure note is being saved to a database. There is no corruption or over-write of pt images by this malfunction. Archived pt records are properly identified and maintained in the database files and pt images are correctly archived and maintained in the database files. This malfunction impacts any chartnote procedure note dictated by the physician and saved in a database. The image manager software, cleared, is a digital image storage device utilized with endoscopy imaging systems to capture, label, store, search, report and print endoscopic images. Chartnote is an optional module to the image manager software that enables the physician to document and maintain procedure notes for a pt endoscopy exam. Olympus is upgrading 666 customers, including the subjects facility, due to the potential for a dictated procedure note to be overwritten by the procedure note of another pt. Not all databases will have overwritten procedure notes. In databases that oai has examined that have this overwrite malfunction, the occurrence of this malfunction ranges from 0.05% to 0.002% of the database total. These 666 devices were distributed from 1997 to present. Attached please find a copy of the customer communication as well as the list of the consignees. No injuries or illness have occurred with the use of this device.

Event description:
The hospital reported that the archived chartnote procedure note of a pt was overwritten by the procedure not of another previous pt. Chartnote is an optional module of the image manager software that enables the physician to document and maintain procedure notes for a pt endoscopy exam.